Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implantation procedure, the right ventricular lead could not be implanted due to the right ventricular pin disconnected from the lead body. The physician was able to twist the lead that retracted the screw. Another lead was implanted instead on the same date. The patient left the laboratory in stable condition.